Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va01228, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp reports an incident that occurred intra-operative. Hcp reports when the original ins was removed from the lead, they noticed a small space between electrode 0 and body of the lead. An impedance check was performed and impedances were normal on all electrode combinations, and because so, the lead was still functional and the doctor decided it wasn't necessary to replace the lead. The issue was resolved at the time of the report. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported the lead was stretched about 1-2 mm, between electrode 0 and the body of the lead. The electrode did not move within the lead. It was a very minor space. The cause was not determined. The reason for the intra-operative procedure with the ins was due to normal battery depletion. The patient did not experience any symptoms. Impedance check resulted in no high impedances on any electrode combinations, thus the physician deemed it was not necessary to replace the lead. No complications anticipated.